Event description:
Repair request initiated and escalated to complaint for device with a report of a cut foot. No pt impact reported. No add'l info was available on f/u.

Manufacturer narrative:
Comments: report confirmed on eval. The footed portion was cut and detached. No add'l info was available on f/u. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 30 months without any record of factory service. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."